Event description:
Follow-up from the provider indicated the reason for explant was that the patient did not think the vns helped.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: the unique identifier was inadvertently provided incorrectly on the initial report.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: the unique identifier was inadvertently provided incorrectly on follow-up report #2.

Event description:
It was reported that a vns patient was experiencing painful and erratic stimulation for about three months prior to an appointment on (B)(6) 2016. She stated that her autostimulations were going off "constantly and painful" at times, particularly at night. The provider changed device settings comfort measures. The device was then disabled. It was later provided that explant surgery was scheduled. No known surgery has occurred to-date. Additional relevant information has not been received to-date.